Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, the stent struts "sheared off" the delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.